Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touchscreen was frozen and unresponsive. During troubleshooting with tandem technical support, the customer was able to clear the screen and continued using the pump for insulin therapy. Customer's blood glucose was 144 mg/dl.